Event description:
In 2006, the facility reports that while transferring a resident using a golvo es pt lift that it dropped her down into her wheelchair. The caregiver went to lower the resident with the hand control and found it was not working, so she used the emergency lowering system. She held down the emergency handle instead of pumping it. This allowed the resident to lower at a higher rate of speed than usual. When the resident dropped she cut her leg on the footrest of the wheelchair. She required seven stitches to close the wound.

Manufacturer narrative:
On july 19, 2006 liko representative was allowed to view and inspect the equipment. It was found to be in good working condition. It is the opinion of liko inc, that this incident would not have happened if the care giver had followed manufacturers instructions in the proper use of this equipment. Remedial training of the staff on the use of this equipment was perfomed by liko representative.